Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that patient developed an infection at the pocket site. Symptoms of drainage were noted. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.